Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a low flow. After the device was checked and there were multiple reconnection attempts, the flow rate was stabilized. Ms&s assumed that there was a deformation of the plastic connector after 3 days of warm water flowing through it, and that it might be a production problem of the new gel pad connector. Per follow up, the pads were disposed of and would not be sent to the facility. The patient was able to complete therapy with no further issue, and the device would be kept in service.